Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side ¿breast is very hard in consistency¿, ¿deformed¿, ¿painful to the touch¿, and ¿capsular contracture baker grade IV¿. The device has been explanted.